Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when trying to remove the bag with the specimen from the abdomen through the trocar incision, the bag torn. The specimen fell into the patient cavity that was catch again and put it in a new bag. There was no patient injury.